Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the pc board malfunctioning there was image noise. The likely cause of white residue in the air/water channel has not been determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation of a separate issue. During testing, the service technician found that the device had image noise and white residue in the air/water channel. There was no patient involvement.